Event description:
The advocate stated her brother received a blood glucose reading of 190mg/dl on the contour next link , was retested on a hospital meter and the reading was 55mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The initial reporter address and phone were not provided.